Event description:
Doctor reported that abutment fractured at the screw inside the implant. While removing the screw, the internal connection of the implant was damaged. An attempt was made to re-form the connection with a thread former but it was not possible and the abutment does not screw in properly. Implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.